Event description:
A cardiac catheterization was performed revealing the lad had ostial 60 percent stenosis. Circumflex had ostial 90 percent stenosis. Coronaries were heavily calcified. Rca was within the normal limits. Left ventricular ejection fraction was within normal limits with lateral wall hypokinesis. The initial plan was to balloon the lad with stenting of the circumflex. A 3.5 x 9mm endeavor coronary drug-eluting stent was placed in the circumflex. A kissing balloon stent technique was used. Dissection of the lad was noted, so a 3.0 x 15mm endeavor coronary drug-eluting stent was placed in the lad. Kissing balloons were used for the dilatation of the lad and circumflex, with a good final result noted.

Manufacturer narrative:
Evaluation codes, results: dissection. Secondary intervention.